Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of frayed microintroducer sheath tip is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. Visual observation of the photograph shows the tip of a microintroducer sheath in a gloved hand. The sheath appeared to have been peeled. Frayed and spiked edges can be observed at the distal tip. Blood residue is observed on the glove; however, no blood or use residue can be observed on the microintroducer sheath. No other damage can be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that on (B)(6) 2026, the PICC was successfully placed at an outpatient clinic. It was reported that frayed edges were observed at the vascular sheath tip during delivery. It was reported that the nurse opened a new catheter package and reinserted the PICC catheter. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.